Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, a cracked belt clip slot, a missing end cap sticker and a stained address and serial number label.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer's blood glucose was 91 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.